Event description:
A patient was injected with radiesse dermal filler below the lower lip and immediately developed edema and erythema. Shortly after, the patient also developed mouth sores and pain in her teeth and gums. The patient was treated with an oral antibiotic and medicated mouth wash.

Manufacturer narrative:
During a follow-up with the radiesse injecting physician, it was reported that the patient is no longer on antibiotics. The physician is not sure what caused the adverse event to have occurred. The device history records for radiesse lot 1013300 were reviewed; the testing specifications had been met. There are no other reported events pertaining to this device lot.